Event description:
It was reported that the device had reached elective replacement indication (eri) and switched from its previously programmed aai mode. The device was programmed to aai because the right ventricular (rv) lead had failed in the past. It was reported that there was no rv capture at max outputs and the rv lead impedance was low in both bipolar and unipolar polarities. The patient no longer needs the device, but due to eri it can not be reprogrammed back to aai mode. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.